Event description:
Analyzer may produce incorrect results without a data flag if r1 reagent volume is greater than the r2 reagent volume. Users have been notified of the issue and updated software will be provided to correct the problem.